Event description:
The account alleges that the bed exit did not alarm when a patient removed himself from the bed. No injuries as a result of this issue.

Manufacturer narrative:
The technician was unable to duplicate the issue. The device operated properly. The technician inserviced the nursing staff. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.